Event description:
It was reported that a pump alarmed for a sys error 322 two times during an infusion (medication, programmed amount and delivery rate unk). The customer tested the device at a rate of 100 ml/hr for 25 ml and a sys error 322 was not observed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question for 48 hours and the pump did not alarm for a sys error 322. Review of the device history log shows two sys error 322 alarms. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.